Manufacturer narrative:
MFR's report date: 07/16/2013. No product is expected to be returned because the event devices were not identified or sequestered.

Event description:
Customer reported that precedex was infusing at 4 ml/hr. After the vtbi completed, the pump module switched to kvo at 20 ml/hr. Stated the precedex was programmed as a primary continuous infusion using guardrails in the critical care profile. There was no pt harm reported and no medical intervention was required. Although requested, the customer did not provide any add'l pt or event details.